Event description:
A malfunction was reported on the customer's pump. Due to the lack of specific information, there was no reported impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information, but the customer did not have their pump charger available at the time. The case was left open as the customer intended to call back later to proceed with the pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.